Manufacturer narrative:
(B)(4). Evaluation, results: inaccurate placement. Pre-operatively ruptured aneurysm. Lost wire placement during the procedure, treatment of pre-operative rupture. Conclusion: pre-operatively ruptured aneurysm. Lost wire placement during the procedure, treatment of pre-operative rupture.

Event description:
A talent stent graft system was implanted in a patient for the emergent endovascular treatment of a 7 cm ruptured abdominal aortic aneurysm. The neck was conical with severe angulation. The left common iliac artery was moderately tortuous. It was reported that a bifurcated stent graft and an aortic cuff were implanted; however, they slipped down 3-4 cm (2953200-2011-00827). The physician lost wire positioning. The physician could not recannulate the contralateral side and elected to create an aorto-uni-iliac and successfully implanted two additional aortic cuffs. No additional clinical sequelae were reported, and the patient is fine.